Event description:
Reporter alleged obtaining the results of 204 mg/dl, 149 mg/dl, 197 mg/dl and 393 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device were unable to close. The procedure was not completed due to the patient coughing. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.